Event description:
It was reported that during a meniscus repair surgery the ultra fast-fix was unable to deploy t2. T1 was removed from the patient using tweezers. There was a non-significant surgical delay, and the procedure was completed using a back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H10: internal complaint reference: case-(B)(4). H3, h6: part of the reported device was received for evaluation. There was no relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection revealed the device was returned outside of original packaging. The t1 anchor was returned on the suture material outside the insertion device, t2 was not returned. A functional evaluation of the returned device finds it cycles as designed. The complaint was not confirmed, and the root cause could not be determined. Factors that could have contributed to the reported event include premature deployment prior to reaching the backside of the meniscus or unintended excessive retraction prior to deploying t2. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.